Event description:
Inbound. Patient reported no disposable clamp tubing alarm on both cadd legacy pumps with veletri cassette change unresolved with troubleshooting. Cassette wasted and new cassette attached, alarm resolved. Lot 5727302. No further details provided.